Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact on the customer's blood glucose level. The issue was resolved after technical support provided pump reset information and guided the caller through the reset process, successfully allowing the caller to start their sensor session without further error codes.